Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) the dentist reported that 1 month after the dental implant was installed it was verified its non-osseointegration. Forty-five ncm of primary stability was achieved and no further information was provided.